Event description:
A doctor alleged that one (1) vectortas 8mm mini screw had broken during placement during a patient's procedure.

Manufacturer narrative:
Specific patient information such as gender, age, and weight was not provided. The patient was referred to an oral surgeon and the broken part was removed from the patient's mouth. To date, the patient has fully recovered and is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no further evaluation can be conducted.